Manufacturer narrative:
Concomitant product(s) : product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(4) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 250 mcg/day) via an implanted pump. The lioresal lot number was unknown. It was unknown if the patient was taking any other medications at the time of the event. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. On (B)(6) 2015, the patient had increased spasticity and fever. The patient was brought to the emergency room (ER) and the pump was interrogated with no motor stall. A pump study was performed the evening of (B)(6) 2015 and showed good cerebrospinal fluid (csf) flow and "good it blush of dye." The patient went for a CT scan after the dye study. It was unknown what led to the event and the patient had no falls or accidents. Intervention/actions taken to resolve the issue was "none yet." The issue was not resolved at the time of this report and the patient's status was "alive- no injury." Surgical intervention did not occur and it was unknown if surgical intervention was planned. Further information would be obtained from the hcp on (B)(6) 2015. Additional information was received indicated the CT scan indicated no leaks and the catheter was intact. The patient was admitted to the intensive care unit (ICU) for observation and a 100 mcg bolus via the pump with assessment was performed. A volume discrepancy was checked for via the reservoir and there was no volume discrepancy. The increased spasticity and fever were resolving, but it was unknown if it was completely resolved as of (B)(6) 2015. Additional information reported the patient was discharged home tuesday, (B)(6) 2015 and the family reported to the physician that the patient was doing well on thursday, (B)(6) 2015. The patient had been on oral baclofen 10 mg every night at 0300 which was discontinued the same night the pump bolus was started. It was believed the discontinuation of the oral baclofen led to the withdrawal symptoms.